Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while the surgeon was using a metal manipulator, the jaw fractured and displaced off into the patient. There was no patient injury.